Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred an unspecified day after the sensor had been inserted in the abdomen. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. According to the patient, on (B)(6) 2025 around 4:00 am the cgm reading was 45 mg/dl, there was no bg reading taken. Based on the cgm reading the patient self-treated with cranberry juice 8oz twice. The cgm values didn´t change after the treatment. The patient started to vomit and saw blood within the vomit. The wife took the patient to the hospital. At the hospital, they took a bg reading which was 1400 mg/dl and the cgm reading was 45 mg/dl. The patient was treated with unspecified intravenous medication and transferred to the intensive care unit. The patient was diagnosed with diabetic ketoacidosis and treated with humalog insulin. After 24 hours the patient was discharged. At the time of the report the patient was stable. It was reported that the patient was using the device during dialysis session. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.